Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of oversensing due to noise noted on the right ventricular (rv) lead and suspected lead insolation damage. The rv lead was revised and repositioned to resolve the event and the patient was in stable condition.